Manufacturer narrative:
B5 - describe event or problem updated: the reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2025, a caregiver reported receiving an unspecified message regarding the abbott diabetes care (adc) device and indicated that the caregiver¿s spouse had passed away. The caregiver alleged potential involvement of the freestyle libre 3 plus sensors, referencing notification qd1004-2025. Serial numbers for any of the four sensors reportedly used were not available. The caregiver stated that the pharmacy would be contacted to determine whether serial numbers could be obtained. The death certificate was unavailable at the time of reporting, and the caregiver agreed to follow up once the document was received to confirm the official cause of death. At present, no cause of death, autopsy report, or death certificate has been provided. Adc has not received any additional details; however, if further information is received, a follow-up report will be submitted. Based on the information currently available, it is inconclusive that the adc device has led to or contributed to the reported death. Adc customer service attempted to contact the caregiver to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information currently available, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
This serves as a correction report. Sections updated as follows: h6: updated medical device problem code. H11: updated additional MFR narrative. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified and no further action was required the most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On december 11, 2025, a caregiver reported receiving an unspecified message regarding the abbott diabetes care (adc) device and indicated that the caregiver¿s spouse had passed away. The caregiver alleged potential involvement of the freestyle libre 3 plus sensors, referencing notification (B)(4). Serial numbers for any of the four sensors reportedly used were not available. The caregiver stated that the pharmacy would be contacted to determine whether serial numbers could be obtained. The death certificate was unavailable at the time of reporting, and the caregiver agreed to follow up once the document was received to confirm the official cause of death. At present, no cause of death, autopsy report, or death certificate has been provided. Adc has not received any additional details; however, if further information is received, a follow-up report will be submitted. Based on the information currently available, it is inconclusive that the adc device has led to or contributed to the reported death. Adc customer service attempted to contact the caregiver to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information currently available, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2025, a caregiver reported receiving an unspecified message regarding the abbott diabetes care (adc) device and indicated that the caregiver¿s spouse had passed away. The caregiver alleged potential involvement of the freestyle libre 3 plus sensors, referencing notification qd1004-2025. Serial numbers for any of the four sensors reportedly used were not available. The caregiver stated that the pharmacy would be contacted to determine whether serial numbers could be obtained. The death certificate was unavailable at the time of reporting, and the caregiver agreed to follow up once the document was received to confirm the official cause of death. At present, no cause of death, autopsy report, or death certificate has been provided. Adc has not received any additional details; however, if further information is received, a follow-up report will be submitted. Based on the information currently available, it is inconclusive that the adc device has led to or contributed to the reported death.